Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-6480 pump was not working. This occurred during an unspecified procedure. The case was completed by using a new pump with no patient harm.